Event description:
Customer reported the she was hospitalized for non-diabetes related, but while in the hospital, she developed high blood glucose. Customer blood glucose reading at the time of hospitalization was 277mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.